Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ultrasound findings in the mammary device at right, internal linear and internal echoes (¿linguine¿ sign?) And hypoechogenic area adjacent to the device in the upper quadrants of right breast, which could suggest intracapsular rupture of device". The device remains implanted.